Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were production failures (200274043) for 60- channel error 242-4030 which does not correlate to the customer reported issue indicated on the source device.

Event description:
The customer reported that they needed help with sensor testing. The customer wanted to look at the logs to see why stopping when running pm. Npi.